Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 additional information: e1(event site postal code:(B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had safety valve has been left open and stuck. There was no patient involvement as event is during routine checkup. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing regulator, high pressure helium, bushing, regulator, housing. Fse performed functionality and safety tests and cleared the iabp for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units valve is stuck and open, when going to change the helium bottle, the pressure reducer broke down and helium escaped. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid